Event description:
This case was reported by a regulatory authority and described the occurrence of exacerbation of neuropathy in a male pt who received super poligrip (formulation unknown) for denture adhesion. Concurrent medical conditions included neuropathy and complete dentures. Concurrent medications included unspecified antiretroviral medications. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced exacerbation of neuropathy, exacerbation of pain and movements reduced. This case was assessed as medically serious by gsk. The pt was treated with massage therapy, pregabalin (lyrica), morphine and duloxetine (cymbalta). At the time of reporting, the events were unresolved. The pt stated that he would not have used super poligrip if he had known the possible side effects "which like a lit fuse, in past year has gotten really bad, I am just in a heavily medicated state." Super poligrip is manufactured in (B) (4), (B) (4), and neither the product nor lot number for this product is available. (B) (4)